Event description:
Info was received via implant card that indicated a revision surgery took. The pt had their vns generator explanted for a wound infection. Good faith attempts are underway for further details about this event.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.